Event description:
Reference importer # (B)(4).

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device used as treatment. Information from manufacturing evaluation and information is not confirmed. Eight screws, screw pieces, were received with the tasks associated with this complaint. Each will be bagged and arbitrarily assigned a number. This task is assigned to screw, 8. This screw has been broken off just under the head. Just enough of the thread remains to determine that this is a cancellous thread. It appears to be of the 206.010 family of parts. Because the length cannot be determined, the exact part number within the part family cannot be determined. The drive has been slightly damaged, with some deformed material at the countersink. The top of the head has some light marks consistent with use. There are light impact marks at the band. The bottom of the head is in good condition. The remainder of the part has been broken off at the first thread. Not enough of the thread remains for any meaningful evaluation. Because of the type and extent of damage incurred further investigation could not be performed. The two independent screws which broke are 4.0mm cancellous screws. These screws have an adequate design. The risk analysis was reviewed and does adequately address the complaint event on. An assessment on if any trends are apparent cannot be completed since it is not known exactly what part numbers these 2 screws are, since only the screw heads with partial shafts were retrieved and returned. From the complaint description, it is not possible to determine the loading on the screws during patient healing.